Event description:
Procedure: urogynecological. According to the reporter: as a result of having the product implanted, the pt has experienced permanent injury, pain, infection, urinary tract obstruction, urinary retention, constant pulling sensations across the pelvic area, constant foul odor coming from the vaginal area, pain during intercourse caused by the extrusion of mesh into the vagina, mesh erosion, chronic inflammation, abscess and disability.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4). (Importer). (B)(4).